Manufacturer narrative:
Technician found the neoprin plunger on the head up valve was damaged. Technician replaced the head up valve to resolve the issue.

Event description:
Technician alleged that the head section was drifting very slow. No impact or injury.